Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant products: product ID 37082-20, serial # (B)(4), product type extension; product ID 3093-28, lot # 206466419, product type lead; product ID 3093-28, lot # 206369225, product type lead. Device analysis: analysis of the implantable neurostimulator (ins) found no anomaly. It was reported ¿the returned ins was tested with a known good lead. The lead proximal end was connected to the ins, while the lead distal end was placed in a 0.9% saline solution. Using a physician programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.¿ it was found the ins had ¿good stable output¿ when functionally tested. It was additionally found the connector module, connector ports, access hold adhesive, grommets, and setscrews were all ¿ok.¿ it was stated telemetry with the ins was also found to be ¿ok.¿ it was noted the ins can was found to be ¿scratched.¿

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was replaced ¿due to a loss of therapy¿ and ¿high impedances of 10000 ohms.¿ it was stated that it was originally planned to replace the patient¿s leads and extension with new leads and an extension and keep the patient¿s ins because it was ¿not 12 months old.¿ it was further stated that when it came time to insert the new extension into the patient¿s old ins, the operating physician ¿found it extremely hard to insert¿ into the ins. It was reported the physician ¿tried both ports¿ of the ins ¿and found it difficult to insert in both ports,¿ but was able to eventually insert the extension into the ins port. It was noted that when an impedance test was run at that time, impedances remained greater than 10000 ohms. It was further noted that ¿this was the same on both sides¿ and that when the test was rerun at a higher voltage, it was ¿still giving the same result of high impedances.¿ it was reported that a new ins was implanted at that time and returned ¿impedances within normal limits.¿ it was noted there was no patient injury related to the event and that the patient ¿recovered fully¿ following the replacement procedure. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was previously noted the patient's leads were cut and the leads and extension were discarded at the time of replacement.